Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose value was unknown at the time of hospitalization. The customer experienced vomiting and dizziness due to high blood glucose. The customer treated with insulin drip. Customer declined to perform a carelink upload. The infusion set was leaked and had bent cannula. The insulin pump will not be returned for analysis.